Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis and was hospitalized on (B)(6) 2018. The customer¿s blood glucose level when admitted to the hospital was 1130 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly during testing. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.